Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument's hook is broken off within the yaw pulley, at the distal most hole of the shank portion. The broken hook piece was not returned. Engineering also observed that the ceramic sleeve is broken. The ceramic sleeve broke in half lengthwise and the broken piece, approximately, .170 x .125 in size was returned detached from the distal end. The intact piece of the sleeve exhibits scratch marks. While the evidence is inconclusive, engineering has concluded that damage to the hook and ceramic sleeve is most likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the hook on the permanent cautery hook instrument broke off and fell into the patient. The broken piece was retrieved and no patient harm, adverse outcome or injury was reported.